Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 700 mg/dl. The customer administered a correction injection and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, 11/22/2024 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.